Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time.

Event description:
It was reported that during the surgery, when healthcare professional was starting the tunnel; the drill broke. The procedure was an acl which was completed successfully with an available backup device. The broken piece was removed completely. Patient&#38112;bone quality was reported as good and there was no reported delay, patient injury or complication. No other complications were noted.